Manufacturer narrative:
This complaint was received directly from the patient via telephone. The patient reports that they did not know whether the issues occurred because of the implant or not. The patient was advised to seek help from a trained medical professional as the customer service reps could not solicit advice for the issues reported. No further information has been received and it is unknown whether the issues as described are a result of the device, surgical procedure, or patient history.

Event description:
The patient called caldera medical's corporate office and reported the following: "bowel movements aren't working properly, hard to use the restroom, rectum hurts- soreness, push against toilet bowl, press against the vagina area to help use the restroom (#2), feels inflammation, feels like pushing glue out, feels stiff. Piece of mesh was removed from the posterior of rectum. Parts of mesh were removed from recital/vagina space. (From dr. (B)(6)). Loud gas coming out of rectum- explosive gas. No vagina problems, just rectum problems- nausea, queasy. Does not feel/know if it is because of the implant. Wants to know if another doctor can see her. All tests are coming out fine- emg, anal test, scope up rectum, colonoscopy tests."